Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV.

Event description:
Healthcare professional reported "capsular contracture baker grade IV" against left device. The device has been explanted and replaced.

Event description:
Healthcare professional reported seroma and "silicone granulomas".

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: capsular contracture: unable to confirm as it is a medical event not related to the device. Additional observations: white particles on the surface of the shell. Deformation observed. Crease fold observed. No further actions are required as the device was implanted. The reported events seroma and granuloma are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.